Event description:
It was reported that a (B)(6) caucasian female patient underwent an unspecified breast implantation procedure with saline mentor smooth round moderate profile 300cc breast implants and experienced bilateral asymmetry, bilateral deflation, and device extrusion on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. This report is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: asymmetry, deflation, extrusion. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 1, 2023, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6) and (B)(6). The impacted products were reportedly discarded post-explantation. On feb 3, 2023, additional information was received indicating the left was found to be intact upon explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 13 2022, additional information was received indicating the patient also experienced breast pain. Manufacturer¿s reference number: (B)(4).